Event description:
Routine complaint investigation identifies a false low blood glucose reading when compared to a laboratory reference device. The details of the systems use by the customer are not known. These results, under certain conditions could have an adverse clinical effect.